Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that the cuff assymetry on a smiths medical bivona adult tts tracheostomy tube. The ventilator needed to be adjusted to pip>35 cmh2o and a trach change out was done. No further adverse patient effects were reported.